Event description:
It was reported that the procedure was to treat a mid right coronary artery. Pre-dilatation was performed with an unknown balloon catheter. A 2.5 x 18 mm xience alpine could not cross the lesion so it was removed and a guideliner was positioned in the artery. The same xience alpine was being advanced when there was resistance with the guideliner and the stent dislodged. The dislodged stent was removed with a snare device. A 2.5 x 18 mm non-abbott stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual inspection of the returned device and the reviewed information, no product deficiency was identified.